Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, 3-4 months after placement in site 10, the implant was removed due to bone resorption and mobility. It is noted that primary stability was achieved but osseointegration was not. It is also reported that there was evidence of dehiscence. Bone quality was determined to be type iii. The device will be forwarded to the manufacturer for investigation. No patient complications were reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, 3-4 months after placement in site 10, the implant was removed due to bone resorption and mobility. It is noted that primary stability was achieved but osseointegration was not. It is also reported that there was evidence of dehiscence. Bone quality was determined to be type iii. The device will be forwarded to the manufacturer for investigation. No patient complications were reported. (B)(4).